Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional testing, including the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. However, the insulin pump had intermittent button response due to corroded keypad traces. A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked display window, a missing end cap sticker and a cracked case near the display window corners were noted during the visual inspection.

Event description:
It is reported that a customer issues with the keypad on their insulin pump. The patient's blood glucose level was at 44 mg/dl. The customer was hospitalized at (B)(6) 2014 11:30am. The caller was the customer's father. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A new pump was shipped to the customer. No further information was provided.